Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by facility white port of the triple lumen solo cracked. Line was replaced.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a cracked connector was confirmed and the cause was determined to be manufacturing related. The product returned for evaluation was a 5fr t/l powerpicc solo catheter. The sample was returned with injection caps attached to each luer. Gross visual evaluation confirmed the presence of a longitudinally-aligned crack in the white luer cap. The crack was forced open, in the lab, in order to inspect the fracture surface of the crack. The fracture surface was microscopically observed to be rough, granular, and topographically complex. The observed features were similar to previously manufacture investigation. Yet, it is unknown if the connector cap in question was manufacture prior to, or after, the associated corrective actions because the lot number was not provided for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by facility white port of the triple lumen solo cracked. Line was replaced.